Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer leaks water. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one level one was received for investigation in excellent condition. When filled with water and heated up, a leak was found from the outside edge of the tank. Once a new tank cover was installed, the issue was resolved. Based on the evaluation, the complaint was confirmed. The problem source of the event was not identified.